Manufacturer narrative:
The investigation is on-going and additional information will be provided within the next report.

Event description:
Arjo was notified that the concerto shower trolley had broken safety catches . No injury occurrence was reported.

Manufacturer narrative:
Arjo was notified that upon checking of the concerto shower trolley, the customer facility staff found that catches for side support are cracked. No patient was involved and no indication of an injury occurrence was reported. The faulty device was taken out of use and was evaluated by the qualified arjo representative. According to the provided information, the safety catches of the involved concerto were found cracked by the customer after receiving notification that the device is within the scope of the field action fsn-poz-002-2019. Each arjo concerto shower trolley has two side supports with four components called safety catches (two catches on each side of the device). They are responsible for holding side supports in upward position during use of the device for patient handling. The root cause of the reported cracked catches have been investigated by the manufacturer. It was found that the molding process at the supplier was not sufficient, especially the venting process for removal of excess air from the mold. In order to correct this issue, on 8th august 2019 arjo has decided to perform a recall fsn-poz-002-2019. The recall strategy is to contact all affected customers regarding the issue and arrange an arjo service technician visit at their facilities in order to perform the safety catches replacement. In the investigated case, the customer has brought the complaint before the technician has reached this facility to perform repair. In summary, according to the gathered information the involved concerto/basic shower trolley was not used for a patient handling when the defect was detected. Based on the performed evaluation of the device, there was a side support safety catches malfunction. This complaint was decided to be reported to the competent authorities in abundance of caution as the claimed defect, in combination with additional factors (e.g. When a resident leans on the safety side) may result in an injury.